Event description:
It was reported that a surgeon was experiencing a frozen screen after the interrogation successful screen was received on his handheld device. The physician felt that there may be a bad connection between the handheld device and the programming wand. Both devices were replaced. The wand has been received for product analysis however, device evaluation has been completed.